Manufacturer narrative:
Novocure medical opinion is that the contribution of the placement of the transducer arrays to the wound infection cannot be ruled out. Contributing factors for wound infection in this patient include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and multiple surgeries affecting skin integrity. Wound infection is an expected event with optune gio device use (ef- 11 0% and <1% ef-14 optune arm).

Event description:
A 38-year-old male patient with gliosarcoma, who grade IV, started optune gio therapy on (B)(6) 2023. The patient reported on (B)(6) 2024, that he was going to be admitted to the hospital on (B)(6) 2024, for additional surgery due to an MRI change. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, it was confirmed the patient had surgery for possible tumor recurrence. On (B)(6) 2024, novocure was informed that the patient underwent several surgeries on unspecified dates due to an infection of the surgical resection scar which resulted in a small part of the skull being removed. The prescribing physician was contacted, but was unable to provide any additional information.

Manufacturer narrative:
During review of medical records received by novocure on august 09, 2024, it was confirmed during a follow-up visit with neuro-oncology on (B)(6) 2024, the patient had a wound revision surgery with bone flap removal on (B)(6) 2024. The patient received antibiotic treatment (clindamycin) from (B)(6) 2024. Optune gio therapy was resumed on (B)(6) 2024.